Event description:
A 30ml syringe of morphine (125mg) was placed into the pca pump. The pca dose was ordered for 0.5mg with a lockout of 15 minutes and a continuous dose of 1mg/hr. The patient received the entire syringe in 10 minutes. Two doses of narcan were needed (0.4mg each) and the patient was fine, no injury. The investigation found that the overinfusion was the result of a user programming error. Data from the event log indicates that instead of entering a concentration of 125mg in 25ml (5mg/ml), the user entered a concentration of 0.5mg in 25ml (0.02mg/ml). After receiving a guardrails (safety software) warning that the concentration was below minimum, the user chose to continue and entered a pca dose of 0.5mg which based on the concentration, was calculated to be 25ml.